Manufacturer narrative:
The breast shields were received on 11/16/2017 and evaluated on 11/29/2017. The evaluation found no issues with the breast shields and, along with the fact that the 21mm breast shields resolved the customer's issue, confirmed that the customer's report was the result of a breast shield fit issue. The instructions for use provides instructions for breast shield sizing, including reference to medelabreastshields.com and referral to a lactation consultant for assistance in choosing the correct size breast shield.

Manufacturer narrative:
Because the customer indicated that her areola was going into the tunnel of the 24 mm breast shield, it was determined that the customer was using an incorrect breast shield size. The customer was sent 21 mm breast shields. In follow up with the customer on (B)(6) 2017, she stated that when using the 24 mm breast shields, she experienced bruising, blistering, and bleeding, for which she was prescribed an all purpose nipple ointment. She stated that she received the 21 mm breast shields and they resolved her fit issue and she was healing. Though the complaint information does not reasonably suggest that our device caused or contributed to the injury or the device malfunctioned, medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed). The instructions for use provides instructions for breast shield sizing, including reference to medelabreastshields.com and referral to a lactation consultant for assistance in choosing the correct size breast shield.

Event description:
On (B)(6) 2017, the customer alleged to medela llc that the 24 mm breast shields she was using with her pump in style breast pump may be the incorrect size, as they hurt her nipples and one nipple was cracked.